Manufacturer narrative:
G4:09dec2020, b4:10dec2020 . The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the flow sensor will need replacement. The customers bio-med replaced the flow sensor to resolve the reported issue. The device passed performance verification testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported to philips that the device had a carbon dioxide rebreathing low leak. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.